Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated they experienced extreme low blood sugars during class while the dexcom was displaying a sensor error. She stated she went to the nurse¿s office and her blood sugar was checked and the meter was reading 23 mg/dl. She was given juice and rested before she returned to class. At the time of contact, the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined. It was reported that the sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4). Date of this report - correction. Describe event or problem - additional. Correction/additional information.

Event description:
Subsequent to the initial MDR, a correction has been made.